Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) cardiosave had stopped responding to touch at the "start" key location. The customer had attempted to put the pump in 1:2 frequency when it stopped responding. No message or alarm appeared on the screen. The nurse was able to transfer the therapy to another cardiosave pump without issue and noted no harm to patient.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit and found no problem with the unit and informed bio-med of this unit. Unit passed all functional and safety test per factory specifications. The iabp was released to the customer and cleared for clinical service.

Event description:
N/a.